Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported over-infusing. The pump was received with the tamper seal missing. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. The device was further investigated, and the customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published +/-6 percent specification. It was recommended that the pumps expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device over-infused. There was no patient involved during this discovery.